Event description:
It was reported that there was an alert due to a high, out-of-range shock lead impedance measurement measuring, greater than 200 ohms. Technical services discussed that it could be a connection issue and provided troubleshooting options. It was recommended to have the patient evaluated in the clinic. The patient was evaluated and there were no observations of noise with aggressive pocket manipulation or any other abnormalities. Technical services recommended to change the shock vector to rv can. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.